Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter fusiform abdominal aortic aneurysm and bilateral common iliac artery aneurysm. The proximal aortic neck measured approximately 22 mm in diameter and 41 mm in length. The common iliac arteries measured 19 mm in diameter. The left internal iliac artery measured 15 mm in diameter. The right internal iliac artery measured 16 mm in diameter. It was reported that prior to the implant procedure, the physician planned to coil the left internal iliac artery and extend to the left external iliac artery because the left common iliac artery was short. However, due to the narrow origin of the left internal iliac artery, the physician gave up on coiling and elected to cover the internal iliac artery with stent grafts. During the index procedure, the bifurcate was delivered through the left access vessel and implanted 1 cm below the renal arteries. The left ispi limb of the bifurcate was positioned so the graft touched the origin of the left int ernal iliac artery. However, the limb was "pushed up rather excessively," and therefore, the limb extension was implanted into the bifurcate and extended into the left external iliac artery, covering the left internal iliac artery. On the contralateral side, the contra limb extension was implanted into the right common iliac artery. On the final angiography, a type IV endoleak and a proximal type I endoleak were observed. The blood originated from the first stent of the stent graft at the proximal aortic neck. The physician believes that the endoleaks would most likely self-resolve. Per the physician, no treatment was needed because there was a certain distance between the aneurysm and the aortic neck, and there was no obvious blood seen feeding the aneurysm sac. There was seal at the second and third stent of the stent graft. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the physician pushed up the bifurcated stent graft more than they intended, causing it to be inaccurately delivered. It was further reported that the physician could not determine a cause of the type ia endoleak. However, it was noted that the shape of the proximal vessel was bumpy and the area of the first stent portion of the main body was located at a location where the diameter of the vessel was 23mm. It was thought that this possibly resulted in a gap between the vessel wall and the device which may have been the cause of the type ia. Although, the lower part of the proximal neck was reportedly covered by two to three stent portion of the main body and blood flow did not reach the aneurysm sac, so no cuff was required. It was also confirmed that the left limb extension was required because the bifurcated stent graft had been pushed up and an extension was required to supplement the length due to a lack of coverage in the external iliac artery.